Manufacturer narrative:
The field service representative replaced the gear pump head which appeared to resolve the issue. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable phos2 phosphate (inorganic) ver.2 results on the cobas 6000 c501 module. Results from patient 1: the initial result was 0.87 mmol/l and the repeat results were 3.47 mmol/l, and 0.89 mmol/l. The result of 0.89 mmol/l was reported out of the laboratory. Results from patient 2: the initial result was 0.68 mmol/l and the repeat results were 3.11 mmol/l and 0.71 mmol/l (this result was performed on a different analyzer). The date these results were taken were not provided. It is unknown if these results were reported outside of the laboratory. Results from patient 3 obtained on (B)(6) 2020: the initial result was 2.11 mmol/l and the repeat results were 5.26 mmol/l, and 2.13 mmol/l. It is unknown if these results were reported outside of the laboratory. Results from patient 4 obtained on (B)(6) 2020: the initial result was 0.42 mmol/l and the repeat results were 3.53 mmol/l and 0.44 mmol/l. It is unknown if these results were reported outside of the laboratory. The reagent lot number was 42820301; expiration date not provided.